Manufacturer narrative:
Reported event: an event regarding disassociation involving an all-poly constrained liner was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the event could not be confirmed as insufficient information was provided. Based on the provided information it has been determined that this event is associated with an off-label application. It was reported that patient's left hip was revised due to dislocation of a competitor head and cemented constrained liner. As per IFU for hip system devices: "do not substitute another manufacturer¿s device for any component of the howmedica osteonics total hip system. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant.no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following information was provided: it was reported that the patient's left hip was revised due to dislocation of a competitor head from a cemented constrained liner (no shell present). The liner was revised to a shell with screws and constrained liner. Rep confirmed that no further information will be released by the hospital or surgeon.